Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735521 h3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned side emitter. It was bench for two hours and the unit functioned normally. The cords appeared to have been twisted in several areas, but the issue couldn't be replicated. H6: b01, c19 and d14 apply to concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a shunt placement procedure. It was reported that during a case the side emitter would stop tracking. It was noted that moving the cord around would make the tracking comeback. All metal was removed on field of view (fov) but the issue was still occurring. There was no physical damage or poor wrapping of the emitter cable. There was no impact on patient outcome and the issue caused a less than 1 hour delay. Additional information was received, it was reported that the surgery was completed successfully using the work-around of moving the cord around.